Event description:
Report 2 of 2 it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was 1 molecular false positive result. No patient impact reported. The following information was provided by the initial reporter: "customer reports molecular fps. 3 molecular fps bactec instrument sns: (B)(6). Cultures grew streptococcus spp, bacteroides vulgatus group, kleb. Aerogenes, streptococcus agalactiae, bacteroides fragilis, e. Coli gram stain was gram positive cocci or gram negative bacilli results were not reported and no treatment change."

Manufacturer narrative:
H.6 investigation summary: catalog: 442021. Batch no.: 3145821. Customer reported a molecular false positive result. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No trend identified for batch. Complaint is unconfirmed based on retention/returned samples and batch history record review results. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2 it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was 1 molecular false positive result. No patient impact reported. The following information was provided by the initial reporter: "customer reports molecular fps. 3 molecular fps bactec instrument sns: (B)(6). Cultures grew streptococcus spp, bacteroides vulgatus group, kleb. Aerogenes, streptococcus agalactiae, bacteroides fragilis, e. Coli gram stain was gram positive cocci or gram negative bacilli results were not reported and no treatment change."